Event description:
It was reported, "proximal femoral fracture immediately after implanting. Broaching was successful, no complications yet implant sat 1cm proud. Surgeon rebroached, however the femur fractured upon implanting stem."